Event description:
Bone dowell implanted in pt by neurosurgeon. Bone dowell disintegrated into pieces while being implanted. Dose: 1.25mm x 1.12mm. Dates of use: (B) (6) 2010. Diagnosis: cervical surgery.